Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Unable to deliver or advance: returned complaint device visually inspected, no abnormality observed. The root cause of the delivery issue most likely was due to patient condition related. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The pump could not be brought into the correct position despite several attempts. The 0.018 wire was always in the apex. With every attempt the pump stood up, pulled the wire and twisted in the direction of the right ventricle. Also, with a buddy wire it was impossible to introduce the pump. Due to the patients condition, the physicians decided to implant a new pump, which could be introduced successfully. The patient's outcome was noted as stable.